Event description:
It was reported pt experienced coupling and or communication issues. Pt stated that recharger was giving info screen of reposition the antenna. The pt had not recharged in approx 30 days. Pt stated a display showed "call your doctor" icon with por. Troubleshooting was done and pt started successful charging session. At the time of this report, no further info was reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).